Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. DHR review was done, no issues related to the original complaint were found.

Event description:
It was reported that during the use the product on (B)(6) and checked the cuff pressure using a manual cuff pressure gauge. On (B)(6), a nurse noticed the backflow prevention valve was missing. Also, the cuff pressure was gradually going down. No patient injury.